Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that after the patient removed the cannula of the infusion set he noticed a "postulate wound". The patient went to his general practitioner and received "antiseptic plaster several times". Return of the suspect device was requested for evaluation.